Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone hcl 15mg/ml at 10.667 mg per day via an implantable pump for unknown indications for use. It was reported that the patient experienced red skin. The rep did not know if there were any environmental/external/patient factors that had led or contributed to the issue. Actions/interventions taken included a pocket revision and pump replacement. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Event description:
Additional information received from the company representative (rep) confirmed with the healthcare provider (hcp) reported that the reason for the pump replacement was a medical judgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.